Event description:
I have been using the dexcom g7 device for several months now and have experience almost constant failure of the device, with dangerous results. I am a healthcare professional and use the device exactly as is spelled out in the product instructions. The sensor is advertised to last for 10 days without interruption, yet every single sensor I have used with only one single exception has failed well before the 10-day lifespan. In doing so, it has grossly and incorrectly stated by blood glucose, leading me to take unnecessary insulin or consume glucose when not indicated, causing me illness. I am not alone with these concerns; many others have reported failure rates well above 50%, and my own approaches 100%. If they have not already, lives will surely be lost to extreme errors in glucose measurement owing to the g7 device. There are extremely significant basic safety flaws that warrant an immediate revocation of FDA approval for use pending significant overhaul to dexcom's manufacturing and quality control process.